Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited loss of capture and poor sensing. The physician successfully repositioned the lead on (B)(6) 2021. After the procedure, the lead exhibited measurements within acceptable parameters. The patient was in stable condition.